Event description:
It was reported that a small volume folfusor underinfused; the device did not empty within two days of infusion (emptied very little). This was observed during patient use. The device was filled with fluorouracil 4800mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2022. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: the device was manufactured from december 14, 2021 - december 15, 2021. H10: the device was received for evaluation containing 44 ml of fluid in the device. A visual inspection was performed using the naked eye and did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. The reported condition was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.